Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient's son found her unconscious and called for an ambulance. The patient regained consciousness by herself. Her blood glucose level was hi. The patient was taken to the hospital where she received stationary treatment and insulin via perfusor. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.